Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the actuator functions in the up retract action but doesn't bring the upper bar of the lift with it during retraction.